Event description:
Additional information was received from the patient. The patient reported that circumstances that led to the event was a change in programming. Reprogramming was performed and the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient didn't think the stimulator is working properly as she's starting to get the burning nerve pain that she had before getting the neurostimulator (ins). The patient was trying to increase the stimulation to help, however and as soon as she turns the controller off, the stimulation goes back down to what it was at 1.0. The patient noted having only group a with program 1. The patient was walked through increasing the stimulation from the home screen; pt noted that she increased the stimulation to 1.8 and then decreased it down to 1.6. The patient had been trying to figure out the right stimulation level based on her symptoms. The patient pressed the down arrow on the controller and saw the stimulation level decrease to 1.5. The patient confirmed that she just lets the controller go dim on its own, so she's not turning the therapy off at all.